Manufacturer narrative:
H6. Results code 2. H6. Conclusions code 1. Additional manufacturer narrative: examination of the returned device revealed the following: -the gore® viabahn® vbx balloon expandable endoprosthesis was returned with the delivery system deployed and the balloon/balloon cover ruptured. -the delivery system was observed to have catheter damage in the form of necking at multiple points throughout the length of the delivery system catheter. Each delivery system balloon is 100% verified in process to inflate and deflate. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The investigation is ongoing.

Event description:
The following was reported to the gore fsa from the doctor: the patient presented for left common iliac artery disease treatment. The gore® viabahn® vbx balloon expandable endoprosthesis was advanced to the lesion and deployed without issue. However, the balloon would not deflate. Several attempts to deflate the balloon were made via arm access first using a laser and then a biliary puncture needle without success. The doctor decided to inflate the balloon to 20 atmosphere which popped the balloon. The balloon was able to be removed at that time. The vessel was successfully relined with an 8x59 gore® viabahn® vbx balloon expandable endoprosthesis. The patient is fine. The balloon and catheter is available for examination.